Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet contaminated and stuck with fluid and a plunger clamp falling on another collet in the reported problem area of the pipette assembly. Two plunger clamps, three lld contact springs, one tip clamp sleeve, one tip clamp, a microprocessing board, one stepper motor, and a #2 pole cable were replaced. The tube lifter belt was tightened. The instrument was inspected, tested without further problem, and returned to service.